Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after delivering a shock to the patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician removed and re-inserted the battery to continue treating the patient. Please reference medwatch report 1220908-2018-00007 for a similar event with the same device reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The activity log was cleared by the customer and could add no value to the investigation. The battery involved in the event was not returned to zoll medical corporation for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.